Manufacturer narrative:
The results of the MFR's evaluation suggests this event is not device related but is associated with intra-operative procedures.

Event description:
The insert would not fit into the baseplate. There was adverse consequence to the pt or delay in surgical or anesthesia time due to this event.